Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged. This was discovered during use. The following information was provided by the initial reporter: valve broken on removal of the antiseptic cap swab_cap ( valve in place for less than 7 days).

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit in two portions. The unit consisted of the top body with septum and bottom body which had traces of dried media present. Accompanying the unit was a miscellaneous cap. Through the visual inspection of the unit, there were no anomalies or damage that indicated a molding issue. The returned unit revealed that there is weld line residual present on both portions. These findings indicate that there was a sufficient weld at the time of manufacture. The defect observed was confirmed as separation of the top body from the bottom body(q-syte). Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged. This was discovered during use. The following information was provided by the initial reporter: valve broken on removal of the antiseptic cap swab_cap ( valve in place for less than 7 days).